Event description:
The customer reported that her blood glucose reached 4962 mg/dl and that the cannula was kinked. The pod was worn for 12 hours.

Manufacturer narrative:
The device was not returned for evaluation. We re unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.